Event description:
It was reported that during a hand assisted colon resection procedure, the tyvek tore while the staff was opening the device and it was not able to be used. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was returned without any of the ees packaging for evaluation purpose. Complaint event could not be confirmed. Batch history review could not be performed because package lot number was not provided.